Event description:
The customer contacted cts to report the discovery of switched wash tubing lines between the wash sol a and wash sol b containers. Patient testing was performed while lines were switched. (B)(4).

Manufacturer narrative:
Cts spoke with the customer to discuss the implications of the switched wash tubing lines. The customer was informed that carryover is a possibility. It was recommended to the customer that they review their results and consider retesting as appropriate. The customer will review with their medical director. Cts also informed the customer that they need to perform monthly maintenance prior to putting the provue back into use with the wash solutions properly connected.